Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc no hdd, pd. Scomp.dcps_24v_12v_5v, and hard disk spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc stuck at 0:00; intermittent boot issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.